Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA. The instrument could not be functionally tested as it was returned fully fired. No visual abnormalities were observed.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.